Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists driveline infection, stroke, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported infection could not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted in (B)(6) 2021 for a driveline infection. The patient transferred hospitals on (B)(6) 2021. The infection was identified to be (B)(6) through a (B)(6) blood culture. A contrast enhanced computed tomography (CT) scan showed fluid and air around the anastomotic site of the outflow-graft aorta. A fluorodeoxyglucose positron emission tomography (fdg-pet) scan showed strong accumulation around the same site. Physical findings did not reveal any redness or tenderness in the sternum. The appearance of the patient's driveline exit site had not changed. The pet scan did not show any accumulation around the driveline. On (B)(6) 2021 a right intercostal thoracotomy through the 4th intercostal was performed for anterior mediastinal drainage. On (B)(6) 2021 the patient was experiencing the onset of a subcortical hemorrhage in the right parietal lobe. The patient's symptoms included a headache, nausea, restlessness, left visual space neglect, asomatognosia, and right joint deviation tendency. The right intracranial hematoma was removed. On (B)(6) 2021 a right intercostal thoracotomy was performed for upper median sternotomy drainage. On (B)(6) 2021 a re-thoracotomy was performed for a mediastinal lavage debridement. Thigh muscle flap filling via right internal thoracic arteriovenous anastomosis was done. The patient was also treated with antibiotics. Sivextro and cubici were administered.